Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed with the data retrieved from the returned system controller . The backup battery fault alarm event became active on (B)(6) 2019. The alarm was active as a result of a backup battery load test failure. The returned system controller was functionally tested using laboratory equipment and was found to function as intended. The 11v backup battery (serial # (B)(4)) was discharged/charged and testing was unable to reproduce a backup battery fault alarm. A root cause could not be determined during the analysis. A corrective and preventive action has been initiated to investigate the issue further. Abbott is currently monitoring similar issue. Device history record (shop order: (B)(4)) indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(4)) was shipped to the customer on 18oct2017 on customer order (B)(4). Heartmate 3 patient handbook document # (B)(4) rev a. In section 5 of the patient handbook, entitled ¿alarms and troubleshooting¿, all alarm conditions are addressed including backup battery fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ the patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented after observing multiple backup battery faults. The first two times, the backup battery was exchanged and the alarm resolved. The system controller was exchanged due to the third occurrence of the backup battery fault.